Manufacturer narrative:
Correction: patient identifier. Additional information to h10: the customer reported IV fluid tubing noted to be cracked and leaking. One sample of material 2426-0007, lot number unknown was received. Upon initial visual examination, the set verified the complaint of cracked tubing, the upper fitment of the silicon pumping segment was torn almost all the way through the tubing in a large hole. The silicon was torn right where it meets the ring retainer. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown. There is a potential root cause for this issue that is related to clinical practice. Please refer to the IFU of the product.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that various issues, holes in tubing, leaking, adhering to itself.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the customer reported sers # (B)(6)- crack on drip chamber. One sample of material 2426-0007, lot unknown was returned. Upon initial visual examination, the set verified the complaint of component damage on the drip chamber, there was a nick or scrape on the outside of the chamber, about 1 mm wide. The scrape did not get through the plastic, and the drip chamber did not leak from the damaged section. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.